Manufacturer narrative:
H3: product analysis: evaluation determined that the bur could not be inserted or locked in the attachment, the most likely cause of the failure was seized distal bearings. It was also noted that the leg of the attachment was scratched and the color band and laser markings were faded. B3: notified date used as date of event, as event date was unavailable. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer expressed dissatisfaction with the device. At the time of the report, there was no patient impact.